Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient¿s spouse reported the patient's blood glucose level rose to 378 mg/dl (21mmol/l) while wearing the pod between 4 and 24 hours. It was reported being unsure if the cannula was properly seated in the infusion site on the patient¿s abdomen. The reporter also mentioned they noticed the smell of insulin and that the cannula was bent upon removal of the pod. As treatment, a new pod was placed a time of report.